Event description:
Report received from USA, stating that the device was running hot. It is known that the event did not occur during surgery, it is know that there was no pt/user injury; however it is unk if there was medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed ro additional info becomes available, a supplemental report will be sent. (B)(4).